Manufacturer narrative:
On 12/15/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the customers¿ complaint noted above has been confirmed by engineering. However it should be noted that although the customer sent in both their sterile field post and support arm, the reported failure is primarily due to the defective state of the sterile field post. The omni-flex support arm passed all functional checks. The serrated s.f clamp does lock onto the post clamp weld assembly but rotates on the post when a substantial amount of force is applied. Furthermore the clamp¿s subassembly handle does not align parallel to the field post in both locked and unlocked position. Device history evaluation - device history record reviewed for product shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The following work orders encompass the devices manufactured with this lot code.. No service history is on file for this device. Conclusion: summary: engineering noticed the s.f. Clamp subassembly was not functioning properly as designed. The s.f clamp subassembly primarily comprises of two .75 serrated clamps which lock together when the handle is placed in the locked position. In the locked position, the starburst teeth do fully engage with no visible gaps present and the handle does not align parallel to the field post . In the unlocked position with the application of force on the clamp¿s handle, the starburst teeth do fully engage as well and the handle remains unparalleled to the post, yet the cam body does not fully sit on the bushing between the .75 serrated clamp and cam body as it should dysfunctional internal components within and on the ¿s.f. Clamp subassembly, .75 x .75 serrated¿, due to user error, is the primary cause for the reported slippage/rotation during surgery. The cam body is supposed to fully sit on the bushing at all times in both locked and unlocked positions. The handle should always remain parallel to the field post when fully rotated to either end. The handle should only have the ability to rotate between 0° and 180°, even with the application of force. Forcing the handle beyond the 180° range of motion (r.o.m) does not enhance the locking mechanism of the ¿clamp subassembly¿ on the post. On the contrary doing so results in extra stresses being placed on the ¿cam body¿, ¿cam bolt bushing¿ and the ¿handle¿ as well, leaving permanent deformation in its wake. As a result of this deformation, internal mating components lose the necessary contact/traction required to function as intended. The end user forced the ¿handle¿ beyond the allowable r.o.m creating a significant indentation on the ¿cam body¿ and handle. The amount of force used to form these deep indentations on the cam body and handle was so excessive that the circular ¿cam bolt bushing¿ became significantly deformed in regards to the presence of galling along the post clamp weld assembly, the root cause is much likely due to movement of the clamp subassembly around the post while the clamp is locked onto the post. With the clamp subassembly in the locked position, any subsequent (forced) movement of the clamp will result in frictional buildup between the mating clamp and post surface, which will cause cosmetic defects (pulled material).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The system is experiencing movement where the post clamps the arm. Post cam is slipping and showing 10-15% wiggling/movement during cases. No harm occurred to the patient. #1 of 2 related events.